Event description:
A caregiver (cg) contacted global technical services regarding a supply bag that disconnected on the homechoice (hc) machine. The cg stated the home patient (hp) was not connected. The technical service representative (tsr) instructed the cg to start over with all new supplies. The cg confirmed to restart therapy. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Product surveillance contacted the home patient who stated he was able to resume with therapy by starting with new supplies. No defects were noted at the time and there were no samples or lot number to provide. The hp is resuming therapy on the cycler. No adverse event resulted from the event. An engineering quality review was completed for this report of a connection issue. The report was not confirmed due to lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.